Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician attempted to place a taxus express2 3.5x16mm drug eluting stent to the 75% stenosed lesion located in the calcified and highly tortuous mid right coronary artery (rca), but was unable to cross the lesion. A 3.0x16mm taxus express2 drug eluting stent was then deployed successfully into the distal portion of the proximal rca at 15 atms. The stent was post dilated with a quantum maverick 3.5x8mm balloon at 18 atms. Ivus imaging was unable to cross the lesion. The 3.5x16mm taxus stent was advanced again, but was unable to cross the previously deployed stent. "While pushing and pulling the sds, the 3.5x16mm stent dislodged in the proximal rca." A 4.0x20mm liberte bare metal stent was then advanced to crush the 3.5x16mm stent, but was unable to advance to the correct area. A 3.5x8mm quantum maverick balloon was advanced and crushed the 3.5x16mm taxus stent. The liberte 4.0x20mm was advanced again and implanted into the distal portion of the proximal rca at 15atms. The liberte overlapped the 3.0x16mm and 3.0x16mm stents completely. Ivus confirmed the liberte was fully inflated and well apposed.